Event description:
An attempt was made to deploy a 2.75 mm diameter x 14mm length endeavor rapid exchange (rx) drug-eluting coronary stent in to a pt. The target lesion was described as severely tortuous with calcification. However, it was reported that the relevant device could not cross the lesion and on its withdrawal it was noted that the stent was damaged. No health hazard was caused to the pt. No other clinical sequelae were reported. Evaluation summary: medtronic has received the relevant device and its analysis has been completed. The hypotube was bent and wavy. The first three proximal stent segments were positioned on the balloon as per specifications. The remaining segments had stretched and moved distally with the first distal segment covering the distal marker band. The seventh proximal segment was severely stretched, deformed and pulled distally. The distal tip was damaged.

Manufacturer narrative:
(B)(4). Evaluation: results: severe tortuosity, calcification, failure to deliver the stent and stent deformation. Conclusion: severe tortuosity, calcification.